Event description:
Home pt reports leak from pt line tubing of homechoice set during prime. Pt and spouse felt leak was in tubing and not from pt connector. Pt was not yet connected and set up all new supplies to complete therapy. Pt reports no injury or medical intervention as a result of incident.